Manufacturer narrative:
As no used lenses involved in the incident were returned to the manufacturer for evaluation, and not all lenses evaluated were outside of manufacturer specification, it is unclear if the lenses involved in the incident were outside of manufacturers specification. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reported experiencing irritation in the left (os) eye after using the device and sought medical treatment. The patient was prescribed tobradex. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution. New medical information received from the treating physician. The patient experienced symptoms of redness and eye pain and sought medical treatment. The patient was diagnosed with infiltrative keratitis and prescribed lotemax. The incident has fully resolved, and the patient has resumed lens use. Based on the information from the treating physician this incident does not meet the criteria for a reportable adverse event.

Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reported experiencing irritation in the left (os) eye after using the device and sought medical treatment. The patient was prescribed tobradex. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.